Event description:
It was reported that letter from attorney notifying co of a claim. No info at this time, attorney for client will not release anything. Upon receipt of the requested info, co can investigate this matter further.